Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had some inappropriate pacer firing per telemetry. Ventricular under-sensing was also noted on current electrogram. It was also reported that the right atrial (ra) lead exhibited high and undefined impedance. The implantable pulse generator (ipg), right atrial (ra) lead and the right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.